Event description:
Edwards received information information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of twelve (12) years, eight (8) months. The reason for re-operation was due to severe mitral regurgitation. A 29mm transcatheter valve was implanted and there were no reported complications.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of factors including patient related aspects or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.